Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) suggested to power cycle the system, but the surgeon was at the end of the case and elected not to do any troubleshooting. The field service engineer (fse) spoke with the customer and confirmed that the issue was corrected after a power cycle. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, arm 1 rolled to the right and forward every time the surgeon took control of it. The intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the system logs and found no errors. Prior to calling the tse, the customer redocked the arm. After redocking, the surgeon took control of the arm and it again rolled right and forward. The other three arms were acting normally. The tse suggested to power cycle the system, but the surgeon was at the end of the case and elected not to do any troubleshooting. The clinical sales representative (csr) reporting the issue stated that they would hard power cycle the patient side cart (psc) after the case was completed. There were no reports of patient injury.